Manufacturer narrative:
Taper ii. (B)(4). The access port connector associated with this report has not been returned with the lap-band system by the reporter. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Band slippage and pain are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reporter of the complaint was asked to indicate the product serial number and date of event. The information has not yet been received by allergan. Device labeling addresses the reported event of band slippage and pain as follows: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain."

Event description:
Received a voicemail message from health professional requesting a return kit for an explanted device. In the message, health professional said they have a lap-band to return to allergan. Pfn was sent to allergan with device. Event description states: "band not working." Follow-up findings: problem was observed by patient "coming in with abdominal pain and was not tolerating adjustments." An esophagram was done and the device was explanted "due to bad [band slippage]."